Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - failure to follow steps/instructions (femoral angiogram not taken). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device analysis found the thumb advancer was deployed against resistance due to the sheath carving and the device was removed from the patient without utilizing the safety release features. Per the instructions for use (IFU), the user is not to advance the thumb advancer against excessive resistance. If excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following the steps of the IFU. Reportedly, a femoral angiogram was not performed prior to the procedure. Per the IFU, perform a femoral angiogram through the side port of the procedural sheath to determine the location of the arteriotomy site, the vessel size, and the presence of disease (calcified plaque, stenosis, chronic and acute occlusion), tortuosity or presence of arterial wall dissection. A review of the lot history record did not revealed any non-conformances associated with this lot, indicating all lot release testing met acceptance criteria. A query of the complaint-handling database was performed for this lot and there have been no similar incidents reported for the failure to deploy the thumb advancer. An analysis of the returned device confirmed the reported device issue. Based on the investigation, no product quality deficiency was identified.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a percutaneous coronary interventional dilatation procedure in the left main coronary artery. Reportedly, difficulty was encountered while splitting the sheath. The sheath did not split correctly and was deformed. The clip was not implanted. The device was removed without difficulty and manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information was provided.